Manufacturer narrative:
Concomitant medical products: product ID 37714, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturing representative reported that the 2nd battery showed the same high impedances when the leads were connected. It was determined that the electrodes in question were not being used to achieve good results for the patient. The patient was programmed in recovery to the same preoperative program and the patient reported good coverage. The issue was resolved. Indications for use include non-malignant pain and other pain indications. Refer to manufacturing report # 3004209178-2016-05887.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.